Event description:
Inappropriate mode switch due to oversensing on the atrial channel was reportedly observed. Preliminary analysis results showed that the atrial sensitivity threshold was reprogrammed from 0.6mv to 0.1mv on (B)(6) 2016, which made the pacemaker more prone to atrial oversensing.

Event description:
Inappropriate mode switch due to oversensing on the atrial channel was reportedly observed. Preliminary analysis results showed that the atrial sensitivity threshold was reprogrammed from 0.6mv to 0.1mv on (B)(6) 2016, which made the pacemaker more prone to atrial oversensing.